Event description:
It was reported that the device would not work during the surgery. The surgery was not delayed and the patient was not impacted.

Manufacturer narrative:
(B)(4): during product analysis an electrical leakage was found in the electrode, caused by a defect in the insulation. Note: this MDR is being filed as a result of an internal review of complaints from medtronic¿s mxi facility in (B)(4). This review was conducted to resolve several issues discovered in the mxi complaint handling process. Issues resolved include the misclassification of devices returned for repair, as well as gaps in reporting. (B)(4).